Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast fix 360 had the second t´s not triggered. No patient injury.

Manufacturer narrative:
Device was returned for evaluation. The device was returned without t1, t2 or suture. The device is used, with considerable disfigurement of the needle. It is quite bent and bowed. This indicates resistance and difficulty reaching desired surgical location. The device no longer cycles or actuates due to the needle damage. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that t2 did not deployed. Ts were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.